Event description:
It was reported that during a procedure to treat a lesion in a heavily calcified left anterior descending (lad) artery, a xience xpedition stent delivery system (sds) was advanced and after pushing the sds in attempt to cross the lesion the shaft separated outside of the patient anatomy. The distal separated poriton of the sds was simply withdrawn from the patient anatomy. A new same size xience xpedition sds was used to successfully complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the reviewed information, no product deficiency was identified.